Event description:
It was reported in a turkish society of cardiology journal article titled stapling for wound dehiscence after cardiac implantable electronic device implantation that between 2009-2016, eleven patients from the university of arkansas for medical sciences experienced wound dehiscence after having a cardiac implanted electronic device procedure. It was noted that one patient had a subcutaneous ICD implantation. In all patients wound stapling was preformed, and antibiotics were used to prevent infection. All of these patients were successfully treated with stapling and none of the devices required extraction.